Manufacturer narrative:
This report is being submitted for additional information regarding device return and device evaluation findings. Please see updates to d9 and h10. The returned device was evaluated and there were few findings. The insulation of the distal end cover was less than the threshold value. The light guide lens was cracked. The charge coupled device (ccd) lens had a scratch. The control unit channel mount had wear and tear, and mouthpiece was defective. The air/water cylinder and suction cylinder had a scratch. The switch box unit was discolored. The forceps could not be inserted smoothly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The reprocessing steps provided by the user were reviewed where the following deviation from instructions for use (IFU) was confirmed: - detachable parts such as biopsy port and water resistance cap were not detached before storing. - device was not dried before storing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with IFU before repair, the results conformed to the regulation's recommendation. Based on the results of the investigation: event 1: positive in culture test a root cause could not be determined. However, a deviation from IFU was confirmed therefore, reprocessing may have been conducted insufficiently. Event 2: foreign material in biopsy port and suction cylinder ·the foreign material was not identified. ·a root cause could not be determined. The following is included in the device IFU: event 1: IFU warns on insufficient reprocessing by stating ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ IFU instructs to detach all detachable parts before storing as follows: IFU: evis exera ii gif/cf/pcf/sif type 180 series reprocessing manual chapter 5 storage and disposal_ 5.1 storage of the endoscope : 1. Detach all equipment (the air/water valve, suction valve, biopsy valve, and water-resistant cap) from the endoscope. IFU instructs to check whether the device is dried up before storing as follows: IFU: evis exera ii gif/cf/pcf/sif type 180 series reprocessing manual chapter 5 storage and disposal_ 5.1 storage of the endoscope : 2. Confirm that all surfaces of the endoscope (especially the interior of the channels, the distal end, lens, and electrical contacts) are completely dry. Event 2: the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU: evis exera ii gif/cf/pcf type 180 series operation manual chapter 3 preparation and inspection states how to detect the event. IFU: evis exera ii gif/cf/pcf type 180 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories) states preventive measures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis exera ii colonovideoscope tested positive for an unexpected contamination even after two enzyme treatments. The biopsy and suction channel tested positive for more than 250 colony forming units (cfu) per endoscope of candida parapsilosi and enterobacter cloacae. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The customer provided details on the cleaning, disinfection, and sterilization (cds) process followed onsite. Bedside pre-cleaned was performed within five minutes after the procedure using detergent aniosyme xl3. Manual cleaning was performed using pull through cleaning brush. The detergent used was mediclean forte. The cleaning brush was not reusable and was disposed after single use. The cleaning brush used for instrument channel opening was interlock single use valve brush. The biopsy channel, air/water channel and suction channel was brushed and was disinfected manually and using automated endoscope reprocessor (getinge ed flow dp). The water bottle was reprocessed. Manual disinfection was performed using mediclean forte. The disinfectant used was within the expiration date. The immersion time was three minutes. The channels were flushed with detergent. For disinfection, the detergent solution used was getinge dlc/ poka-yoke dlc and disinfectant used was aperlan poka-yoke agent b. The endoscope and aer was compatible as per the aer¿s instructions for use (IFU). All the channels of the endoscope were connected to the aer's injection ports and supplied with disinfectant. The disinfectant used was within the expiration date. The aer disinfection process was in accordance to the IFU. As per the aer disinfection process program, the immersion time is 40 minutes. The air/water channel, suction channel and auxiliary channel was not flushed with alcohol. The removable parts of the endoscope were detached and stored. The endoscope was not dried prior to storage. The endoscope was stored in a storage cabinet. The endoscope was not hung vertically with distal end not touching the cabinet floor. The device passed a leakage test. There was no visible debris on the endoscope or the instrument channel. There were no abnormalities in the appearance of the device. The device was returned. Prior to device evaluation, the olympus scope was sent to an independent laboratory for culture testing. The device was cultured and 6 colony forming unites (cfu) per endoscope of revivable microorganism was detected. With the number of viable microorganisms between 5 and 25 cfu/endoscope, in the absence of detectable indicator microorganisms according to the methods used, the results obtained are in conformance with the requirements. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is available.

Manufacturer narrative:
This report is being submitted for additional information obtained as part of device evaluation. Please see updates to h10. Upon device evaluation, it was found that foreign materials were attached inside the channel mount and suction cylinder.